Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurate high compared to itself. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2011 at 11:00am, prior to the start of the product issue, she was on the phone with her sister and had 'slurred speech', so ems was called by her sister to assist her. The patient reported that the issue began on (B)(6) 2011 at 11:15am, when she obtained a blood glucose result of '86mg/dl' and this result was compared to an ems meter reading of '42mg/dl'. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30 mg/dl. The patient manages her diabetes with insulin. The patient advised that she refused ems treatment, but drank pepsi and ate a peanut butter sandwich as self-treatment for the product issue and felt better after. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. It was noted that the patient was storing strips outside of the vial, so the patient was trained on correct strip use. Replacement products were sent to the patient. There is indication that the subject meter caused or contributed to a serious injury as the patient developed symptoms that meet the criteria for a serious injury suggestive of severe hypoglycemia or hyperglycemia, and while the patient did refuse ems treatment, she self-treated following the recommended ems advise as medical intervention for either of these conditions. In addition, there was evidence that the product malfunctioned as the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.